Event description:
It was reported to boston scientific corporation that it was the lead sutures from the uphold device that had perforated the vagina. The physician repaired the perforation using stand-alone sutures (specifics unknown).

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was tensioning the leg assemblies, he discovered that both leg assemblies had perforated through the vagina. It is unknown if and how the physician repaired the perforation. The physician removed the uphold device and completed the procedure with another uphold vaginal support system. There were no complications to the patient, who is reportedly over 18 years of age and was fine at the conclusion of the procedure.